Event description:
It was reported that the patient presented in the hospital after receiving a patient notification for out of range high voltage lead impedance. Low and high out of range values were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.